Manufacturer narrative:
This is one event (cardiovascular event) of two events reported for the same pt involving two separate products; associated mdrs #: 1225714-2013-01290, 1225714-2013-01291, 1225714-2013-01292, and 1225714-2013-01293.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired a cerebrovascular event on (B)(6) 2011 after the use of the product.